Event description:
It was reported that the patient was experiencing loss of stimulation and also inadequate pain relief. It was also noted that the implantable pulse generator (ipg) has reached end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.